Event description:
While attempting to defibrillate a pt the device displayed "defib fault 108," "defib fault 72," "defib fault 78," "defib fault 80," and "discharge fault" messages. The clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.